Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by an outside lab that the patient had critically low hemoglobin (6.5g/dl) and hematocrit ((B)(6)) levels. The patient reported that he felt okay but did endorse some dark stool. The patient was admitted for gi bleeding and was found to have acute anemia in the setting of a supratherapeutic inr. The results of endoscopy and colonoscopy procedures were found to be unremarkable and showed no evidence of bleeding; however, the colonoscopy did show one polyp, which was removed and was sent to be analyzed by pathology. It was suspected that the patient had a gi bleed which was exacerbated by the supratherapeutic inr. The patient was transfused with two units of packed red blood cells and his hemoglobin subsequently increased to 8.8 g/dl. His inr slowly downtrend to 1.7. Following the transfusion, the patient remained hemodynamically stable throughout hospitalization up through the day of discharge. It was noted that the event started on (B)(6) 2015 and resolved on (B)(6) 2015. The patient was reportedly restarted on 3 mg of coumadin daily.